Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated the 32g pen needles will not align to compatible pen needle injector. Customer could not get the prescription sticker off any of the boxes and was unable to provide lot number. The package had not been open or damaged when received by the customer. The customer is using compatible product. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). 83 pen needles were returned for evaluation. Evaluation in process note: manufacturer contacted customer in a follow-up call on 22-sep-2023 to ensure the customer¿s replacement products resolved the initial concern, customer stated the same issue still exists with the replacement products. Customer did not want any more replacement products will be going to another brand of pen needles.

Manufacturer narrative:
Sections with additional information as of (B)(6)2024: h3: was the device evaluated by the manufacturer and if the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned - visually inspected returned pen needles and no defect found as the returned pen needles aligned to thi compatible pen. Returned product was not shipped to manufacturer. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.